Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient went to the hospital due to feeling lethargic. The dose was reduced by 50% and then by another 25% two days later. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.